Event description:
It was reported the right ventricular (rv) lead had a sensing integrity count of about 400 over a time frame of about one year. There was a suspected rv lead fracture. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned in segments, analyzed and there was intermittency between the pin and cap on the is-1 connector. It was noted that the defibrillation conductor was distorted, the distal conductor was cut, there was blood/body fluid on the defibrillation conductor (not obstructed), the outer insulation had abrasion (breached), there was blood/body fluid on the outer tubing overlay, the outer tubing overlay had cosmetic environmental stress cracking, the outer insulation was breached cut and there was blood in/on the helix mechanism.